Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). Device evaluation: the product was not returned to the manufacturing site. A photo provided of the complaint product was evaluated. It was observed that pushrod overrides the lens in the cartridge. The lens was also observed stuck in cartridge. The complaint issue reported was verified. However, based on the evidence observed and since the product is not available for a thoroughly evaluation, it is not possible to confirm if the defect observed was related to manufacturing process. Therefore, product deficiency could not be determined. Manufacturing record review: the manufacturing record review could not be performed because the model and serial number of the complaint product are unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was an override experienced with pcb00 which resulted in a delay in the procedure. There was no backup pcb00 and an incision enlargement was required to implant different 3-piece intraocular lens (iol) with similar optics. Additional information has been requested. No additional information was provide.